Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the left femoral artery. The 8mm in length, 3.5mm diameter, de novo target lesion being treated was located in the non-tortuous and severely calcified right coronary artery (rca). The 3.50x8mm ion stent delivery system (sds) was advanced to the rca and there was difficulty crossing the lesion and the sds was removed. Multiple attempts were made to dilate the lesion with an unspecified balloon catheter and re-advance the 3.50x8mm ion sds but were unsuccessful. Upon withdrawing the 3.50x8mm ion sds, the stent got caught on the lesion and dislodged from the delivery system. A nc quantum apex balloon catheter was advanced in order to retrieve the stent but was unsuccessful. A snare was then advanced and successfully retrieved the stent. The procedure was completed at this point. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the left femoral artery. The 8mm in length, 3.5mm diameter, de novo target lesion being treated was located in the non-tortuous and severely calcified right coronary artery (rca). The 3.50x8mm ion stent delivery system (sds) was advanced to the rca and there was difficulty crossing the lesion and the sds was removed. Multiple attempts were made to dilate the lesion with an unspecified balloon catheter and re-advance the 3.50x8mm ion sds, but were unsuccessful. Upon withdrawing the 3.50x8mm ion sds the stent got caught on the lesion and dislodged from the delivery system. A nc quantum apex balloon catheter was advanced in order to retrieve the stent but was unsuccessful. A snare was then advanced and successfully retrieved the stent. The procedure was completed at this point. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR on, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds), stent, a non-bsc guide catheter, an unidentified guide wire, y-adapter, and an unidentified snare. The balloon was tightly folded and bunched on the proximal end of the balloon. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was detached and returned connected to a snare. The entire length of the stent was stretched and mangled. The distal tip of the sds was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).